Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects. The patient effects of hemorrhage and aneurysm are listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 clarifier - failure to follow steps instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device with an 8.5f sheath after a pulse field ablation procedure. Femoral imaging was not performed. Reportedly after successful deployment, bleeding continued and an aneurysm developed. Manual compression was held to control the bleeding and a figure 8 stitch was placed over the access site. The patient was sent to the post-anesthesia care unit where a femostop was also used to further control the bleeding. The patient was in stable condition but was held overnight to monitor the aneurysm. No additional information was provided.